Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incident happened on (B)(6) 2022. During an emergency in the coronary angiography room, the doctor wanted to insert a balloon in the patient. When connecting the optical fiber to the console, the cal key was not recognised, no "beep" sound was heard". Additional information stated received that "there were no clinical consequence [to the patient]".

Event description:
It was reported that "incident happened on 27 june 2022. During an emergency in the coronary angiography room, the doctor wanted to insert a balloon in the patient. When connecting the optical fiber to the console, the cal key was not recognised, no "beep" sound was heard". Additional information stated received that "there were no clinical consequence [to the patient]".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab fos would not zero is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was loosely wrapped. A kink to the iabc central lumen was noted at approximately 5.5cm from the iabc distal tip. Two bends to the iabc central lumen were noted at approximately 22cm and 47cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The fos connector and cal key were examined. The fos gray connecter was recessed in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no damage was noted. The cal key was intact. No damage or abnormalities were noted to the cal key. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0061in and was within specification of internal process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key to 180 degree; the cal key was recognized again, but the fos was not recognized because of the recessed fos connector. Using lab inventory forceps, the gray fos connector was held in place on the iabp. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.4cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The fos returned with a recessed connector and the fos fiber broken, a light path could not be established between the sensor and the pump. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.5cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 77.5cm from the iabc luer, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the recessed fos and the broken fiber. The root cause of the recessed fos and the broken fiber is undetermined. No further action required at this time. This will be monitored for any developing trends.